Event description:
Discordant sodium (na) and potassium (k) results were obtained on a dimension exl with lm instrument on two patients. The initial results were not reported to the physician(s). The samples were retested on an alternate system and the retested results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium and potassium results.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc evaluated the instrument data and determined that the cause of the discordant sodium and potassium results was user error: sample handling. The tsc determined that the customer was using greiner plasma tubes and spinning for 3 minutes at 7810 rpm in a stat spin which can cause platelets / fibrin to form. The tsc reminded the customer to follow the tube manufacturer recommendations for proper centrifugation time and speed. The instrument is performing within specifications. Further evaluation of the device is not required.